Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed no cracked cases. The tamper seal was broken. There was no evidence to review in the device's event history log. A visual inspection, functional test, an accuracy tests were performed and the reported issue was not duplicated. Three accuracy tests found the pump to be within manufacturing specifications. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, during testing, the device volume tested outside of tolerance. There were no patient interactions.